Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was broken at the joints. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument had a dislodged jaw. There was no grip tip sticking out nor was there a fragment at the tip of the instrument that had fallen off. There was no unexpected tissue removal, and an additional port was not made to remove the cannula with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire between the grip tip and the grip tang of the bipolar forceps. The instrument failed the electrical continuity test, confirming a complete break in the wire. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.